Event description:
Information was received from a consumer regarding a patient receiving clonidine, bupivacaine, and dilaudid via an implantable infusion pump; the concentrations and doses at the time of the event were not reported. The indication for use was non-malignant pain and chronic low back pain. In (B)(6) 2013, the patient started having pain and dose increases did not help. It was later determined that the catheter came out of the patient¿s spine. In (B)(6) 2013, the catheter was revised and put back in the intrathecal space. The patient had no falls, trauma, or new activities that could have caused the event. During the procedure, the doctor found a piece of an old catheter in her fatty tissue and it was removed. The troubleshooting to detect the catheter migration and the cause of the catheter migration was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11169r40, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. (B)(4).